Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The svc rep rebooted the system. The system was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the system would display a dark left screen. No pt injury was reported.